Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system locked when turned on to test. There were no surgeries scheduled.

Manufacturer narrative:
The company service representative examined the system and did not indicate whether the reported event was confirmed. Preventative maintenance was performed. The system was then tested and met all product specifications. The system was manufactured on june 16, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).